Event description:
It was reported a patient with a subcutaneous implantable cardioverter-defibrillator (s-ICD) experienced one inappropriate shock during sexual activity, attributed to oversensing of noise and low-amplitude signals. Review of the device showed that the smart pass filter was disabled. During evaluation, artifacts were reproducible with arm movement, with signal amplitudes fluctuating between normal and very small. The patient was admitted for further assessment, including x-ray imaging. Prior to revision, testing demonstrated that manipulation of the lead tip and device pocket reproduced noise when programmed to the secondary sensing vector; no noise was observed in the primary vector. The patient subsequently underwent a revision procedure. The device and electrode were removed. Visual inspection revealed no damage to the system until the point where the lead entered the thoracic tissue near the xiphoid. The physician confirmed that the lead was firmly seated in the header with no movement. Noise was again observed in the secondary vector. The physician disconnected and reconnected the device, initially no artifacts were present, but noise reappeared shortly thereafter. The physician elected to replace the entire s-ICD system. To avoid a second xiphoid incision, a new device was connected first, however, artifacts persisted, prompting replacement of the lead as well. Upon reopening the xiphoid incision, the suture sleeve was found to be broken at both fixation points. A suture was placed on the lead connector to allow reuse of the existing tunnel. The newly implanted system demonstrated stable signals without noise. The explanted lead will be returned for analysis. No additional adverse patient effects were reported.